Manufacturer narrative:
No samples were returned for evaluation, therefore a root cause could not be determined at this time. A review of the device history record could not be performed as a lot number was not provided. Cardinal health will continue to monitor and trend all reported product related issues.

Event description:
Customer reported that the clinician popped the heel warmer like normal, no extra force, near the bedside in triage. It exploded towards the foot of the bed at patient's shoulder with gel getting on his jacket. It also got on clinician's scrubs, on patient bed, and on the floor. There was no adverse effect. Event date is unknown.